Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue the needle does not return to zero when inflated, it will only return to 60 mmhg. (B)(4).

Event description:
The customer reported the cufflator has an unstable pointer that will not go to zero on the dial. The customer did not provide the date when this was discovered. There was no patient injury reported.